Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the pocket site was relocated and the existing paddle lead was explanted and replaced due to lead fracture ((reference reg report: 1627487-2019-10773), therapy was restored post operatively.